Event description:
The customer obtained a nonreproducible, higher than expected vitros tropi es result from a single patient sample processed on a vitros 5600 integrated system. Patient 1 result = 0.132 ng/ml verses expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The result was reported from the laboratory. The customer claimed the patient was admitted to the ER based on the vitros tropi es result. However, a corrected result was reported and no treatment was initiated, altered or stopped as a result of the original event. There was no allegation of harm reported as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a nonreproducible, higher than expected vitros trop I es result was obtained from a single patient sample processed on a vitros 5600 integrated system. Root cause for the event could not be determined; however, the possibility that inappropriate pre-analytical sample processing had contributed to the event could not be ruled out. The investigation did not find evidence to indicate that the customer¿s vitros reagent or analyzer had malfunctioned.